Event description:
It was reported the right ventricular lead had high impedance, oversensing, and fracture. The right ventricular lead was capped and replaced. The epicardial right ventricular lead was reported to have had oversensing since 2002. The epicardial right ventricular lead was capped and replaced at the same time as the right ventricular lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.